Manufacturer narrative:
The customer declined the option to have their glidescope system returned to verathon for evaluation, therefore the cause could not be determined. Follow-up information received from the customer reported that the issue was resolved when the blade was changed and the system continues to be in clinicial use with no further reported issues. Review of complaint history for the reported monitor did not identify any previous complaints reported to verathon. Review of complaint history for the subject blade was unable to be performed due to no lot number being provided. Trending analysis for glidescope spectrum qc blades does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 15-inch fhd monitor during a controlled intubation in the intensive care unit (ICU), the image on the screen exhibited a near whiteout from the connected glidescope spectrum single-use qc mac s4 blade. The procedure was completed using a different spectrum qc mac s4 blade which was made available in an unspecified amount of time. The customer noted that a laryngeal mask airway (lma) device was employed to keep the airway open while the blade was being replaced. No delay in procedure or harm to the patient was reported.